Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint receiver device was not returned to dexcom. The transmitter device (stt-gl-003/62g3m), used with the complaint receiver device, was returned on (B)(4) 2014. The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The complaint of permanent loos of antenna was confirmed. The root cause was determined to be a defective transmitter. CAPA has been initiated for this issue.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.